Manufacturer narrative:
Age/date of birth: not applicable as there was no patient contact or impact. Gender/sex: not applicable as there was no patient contact or impact. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device manufacture date: unknown at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when customer opened the box of vt585u healon endocoat, the peel pack was already unpeeled. No patient contact reported. No further information was provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A review of complaints for this lot number revealed no similar complaints at the time of the review. Complaint review indicates no related trends. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.